Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate finger sticks. Rptr's results were 17 and 117 mg/dl. Rptr did not have any symptoms. A control solution test could not be done due to lack of supplies. Rptr has been cleaning the meter and test strip holder with control solution. On followup, the rptr indicated an accurate test technique, and checks the confirmation dot. Rptr now cleans the meter properly. With new supplies, rptr did an in-range control test. No harm was alleged.